Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement. Additionally, it was noted that this lead was implanted on the left bundle branch. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.